Manufacturer narrative:
Patient ID also reported as (B)(6). Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Correction/removal number: 3008812560-10/26/2020-001-c device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle fusion procedure on (B)(6) 2021, the ria 2 reamer head detached out of the ria shaft at the canal of the distal tibia. Pieces were retrieved with a ball-tip wire, except for 3 prongs left inside the medullary canal. Procedure was completed with no delay. Patient status is unknown. This report is for a 13.5mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.404.023s, lot 97p3501: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: (B)(4). Release to warehouse date: april 09, 2021. Expiration date: february 28, 2031. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.